Event description:
It was reported that this right atrial (ra) lead was dislodged during ablation and noted loss of capture (loc). The lead was explanted and replaced. No additional adverse patient effects were reported.